Event description:
Caller reported a cartridge alarm issue, which did not adversely impact the customer's blood glucose level. The issue did not occur during the loading process, and a cartridge alarm recurred, preventing the caller from successfully loading a cartridge and resuming insulin therapy. Technical support assisted the caller by sending a replacement pump with updated software. The caller, lacking backup therapy options, planned to consult a healthcare provider. Instructions were provided for returning the problematic pump to avoid billing, and the caller was informed of the need to program and connect the replacement pump before use.